Manufacturer narrative:
No sample returned for evaluation. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. Additional information has been requested but not received. (B)(4).

Event description:
A healthcare professional reported that four patients experienced endophthalmitis after surgeries. Three patients had undergone vitrectomy and one patient had undergone a combined surgery (phacoemulsification-vitrectomy). All procedures were performed between (B)(6) 2014 in the same operating room but with different surgeons. Additional information was received from the hospital who provided patient identifiers. This report is for a patient who underwent surgery for a rhegmatogenous retinal detachment. On (B)(6) 2014 the surgeon performed an endolaser vitrectomy, cryotherapy and gas exchange. At this time the patient is being treated; however, the patient's condition is unknown. Additional information has been requested but not received. This is one of four medical device reports being filed for this facility.